Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient shows signs of recession in #24 & #25 area that is getting worse and possibly has build up or exposed root showing. Patient also states that their teeth in the morning are straight but by evening the teeth have shifted. They also believe there is a gap that has formed between their bottom teeth. The gum line beneath the moving tooth is starting to show signs of receding. Their aligner doesn't feel uncomfortable but seems to be doing damage. Patient request assistance.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.